Manufacturer narrative:
Date of event: (B)(6) 2014.

Event description:
The manufacture's field service engineering (fse) reported that during preventative maintenance, the fse experienced the backup battery test failed. There was no patient involvement reported.